Event description:
It was reported that an alert triggered for high impedance, oversensing and noise on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered: there was one patient alert for lead failure predictor on (B)(6) 2012 23:12:57. Sensing- oversensing: there were five ventricular nst<(><<)>=217 ms on (B)(6) 2012 in the timeframe between 19:53:26 and 20:23:21. Sensing-sics-prior to last session - interference/noise: ventricular short interval count v-sic=9998 counts, in 47.95 days, between (B)(6) 2012. Impedance - high resistance/impedance: there was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:09. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 836 to 4047 ohms peak between (B)(6) 2012.